Manufacturer narrative:
Diasorin molecular llc received a complaint on 1/15/25 alleging false positive results with the simplexa covid-19 direct assay, but upon repeat results were negative on their other instrument. Run analysis of the provided simplexa results are as follows: run (B)(6) 2025 at 1418, cycler# 1d0864: sample ID (B)(6): s gene (not detected), orf1ab (36.4), rna ic (29.3), ntc not detected. Run (B)(6) 2025 at 0928, cycler # 1d0864: sample ID blind dup (B)(6): s gene (not detected) + orf1ab (not detected) + rna ic (29.45), ntc not detected. Run (B)(6) 2025 at 1309, cycler # 1d0687: sample ID (B)(6): s gene (not detected) + orf1ab (36.3) + rna ic (30.7), ntc not detected, sample ID environment swab te: s gene/orf1ab (not detected) + rna ic 30.2. Run (B)(6) 2025 at 1454, cycler # 1d0687: sample ID (B)(6): s gene (not detected), orf1ab (not detected), rna ic (29.9). The patient sample ID (B)(6) was detected on the 1st runs on each instrument with only the orf1ab detected at 36.4 cts (on 1d0864) and 36.3 cts (on 1d0687) respectively. Upon repeat of the same sample on the same 2 instruments, the results were not detected. With cts greater than the typical 22-32 CT range, it is likely this sample is near the limit of detection of the assay and is more likely to change interpretation. Ntcs run on 3 ouf of the 4 runs and an environmental swab sample showed no detection of any covid targets. This is further evidence that the detection is likely a sample specific issue and not an assay or instrument issue. Patient health information and sample collection method was not provided. Retains of the suspected device were tested on 1/23/25 with 14 ntc replicates with zero (0) occurrences of false positive in any of the targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause and the issue is considered unconfirmed at this time. 1st complaint on 18552n for false positive results.

Event description:
Diasorin molecular llc received a complaint on 1/15/25 alleging false positive results with the simplexa covid-19 direct assay, but upon repeat results were negative on their other instrument. Although the positive results were reported to a clinician, the customer confirmed no alleged harm occurred. Patient health information and sample collection method was not provided.